Manufacturer narrative:
(B)(4). An endobronchial tube was received for evaluation. A visual inspection was performed, and no anomalies were observed. Performance tests of inflation/deflation were performed, and the device was found to function as intended. The unit was inflated with the stylet inside the tube, and during deflation, the cuff closed with air remaining in the cuff body. Upon removing the stylet, the cuff could be inflated and deflated without issues, as instructed in the instructions for use (IFU) user manual. The customer reported failure mode was not verified.

Event description:
It was reported that, prior to patient use, there was incomplete balloon deflation. There was no patient reported to be involved nor is there any report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).